Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor failed a testing and displayed a service code 107 (multiple abnormal shutdowns). The cause for the failure was isolated to corrupt programming. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was abnormally shutting down.